Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons don't activate device) was confirmed. Upon investigation the rear response button was non-functional. The cause for the defective response button was an open connection due to damage to the traces of the response button ribbon cable. The root cause for the damaged response button ribbon cable traces could not be positively identified. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient's monitor was not activating when the response buttons were pressed.